Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2024-01878.

Manufacturer narrative:
Duplicate case reported under MDR# 1038671-2024-01878.

Event description:
It was reported that a patient had their hip revised due to prothesis wear. Product implanted during the revision was a cc inlay vitamin e, lateralisiert, ø 32, gr. 1. No further information is available at this time.